Event description:
Reporter indicated a vns (B)(4) computer with newly-installed (B)(4) was now unable to have the screen calibrated and the screen brightness can only be adjusted with the power button, not the screen prompts. Performing a hard reset did not resolve the issues. Attempts for further information and possible return of the computer and flashcard are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The event of the computer screen being unable to be calibrated to adjust brightness is not a malfunction, and is an intended outcome of the manufacturer 8.1 software upgrade. The event was reported as a malfunction in error.

Event description:
The event of the computer screen being unable to calibrate the screen brightness is an intended outcome of the upgrade to 8.1 software. The button on the side of the computer will still control the brightness level, which is only adjustable from very bright to dim only. No malfunction occurred, and the event was reported as a malfunction in error. The computer will not be returned.